Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the tip of the waveguide had fractured and disengaged. It was reported that the device received a red light and would not activate during use. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: contact between the active blade and other metal objects (hemostats, clips, staples, retractors, etc.) May result in unintended damage to tissue and/or device failure. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during abdominal rectosigmoidectomy, the red light on the generator turned on. They changed the generator but the clamp still didn't work. There was no patient injury. The medtronic initial visual inspection of the disposable device revealed that the tip of the waveguide had fractured and disengaged. It was noted that there was nothing fell into patients cavity.